Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the vet has started cauterizing the first side, got halfway through and it stopped working. We changed diathermy unit and tried 3 different cables, and it still didn't work. We then tried our different cauterizing instrument, and it worked. They had a spare take-apart bipolar forceps that was unsterile and had to be sterilized again. The procedure took 3 hours as opposed to the usual one and a half hours". No negative impact in state of health reported.

Manufacturer narrative:
The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use. The event is filed under internal karl storz complaint ID: (B)(4).